Event description:
It was reported that ¿after removed the package, doctor found the balloon broken, and the balloon couldn¿t be inflated. The product wasn¿t used in a patient, doctor replaced a new one to complete the surgery. There was no impact to the patient.¿ the product analysis found that a blue electrode wire had come out of the respective lumen and punctured the cuff.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined ¿there was no packaging returned and there was no evidence of biological contaminants which confirms the complaint was found after the device was removed from the package and that the product wasn¿t used in a patient¿ in an ¿as received condition¿ the blue electrode wire had come out of the respective lumen and punctured the cuff, which would have resulted in the reported malfunction. The electrode showed bowing in the contact area and just proximal to where it punctured the cuff. When viewed under magnification, etc. There were numerous nicks viewed internally on the cuff and there were two additional punctures through the cuff¿ based on the above observations; the most likely underlying cause is consistent with, mishandling of the device. The damage observed most likely occurred while manipulating the device to prepare it for use.¿ results: improper physical structure. Results: stress problem. Component migration.